Event description:
It was reported that the atrial lead had dislodged. It was confirmed by a chest x-ray. Device interrogation revealed that the lead exhibited high capture threshold. The patient was scheduled for a lead revision. During the lead revision, it was noted that the lead was too short and didn¿t have enough slack. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
A complete lead was returned in one piece. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. The lead was returned with the helix retracted and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification.